Event description:
The patient reported that the down and ok buttons were sticking; the patient had to press the buttons several times or the buttons would "skip". The patient confirmed that the keypad was intact but the symbols were worn off. The patient reportedly wore the pump attached to a belt and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. A leak test was performed on the pump and the no leaks were found on the pump. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.